Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Date of event is estimated. Insufficient patient and device formation were provided to the manufacturer. The device and further patient information is not known at this time. Attempts were made to obtain complete patient, device and event information. Further information was not provided.

Event description:
It was reported that the patient may undergo an scs ipg replacement. No additional information is available at this time.

Event description:
It was reported that the patient lost therapy and stopped recharging their device approximately 4 years ago. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.